Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional prostyle device referenced is filed under separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with two prostyle devices after a percutaneous transluminal peripheral angioplasty procedure, using a > 8fr sheath. Reportedly, a cuff miss [suture retrieval issue] occurred with both prostyle devices. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported a needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. H6: medical device problem code 1494 was removed.

Event description:
Subsequent to the initial medwatch report, the following information was received:. An 8fr sheath used in the percutaneous transluminal peripheral angioplasty procedure, not a larger than 8fr as initially reported.